Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information received, it was reported that during an unknown procedure a vapr tripolar90 suction electrode was clogged early in the procedure and could not be un-clogged. The complaint device was received and evaluated in juarez laboratory. No visual damage on handle or shaft, saline residues were observed. The suction tube had impact marks and signs of activation can be observed in the tip. The failure reported is related to suction; therefore, the electrode was sent to supplier for further evaluation. The vapr tripolar 90 suction elect was evaluated by the supplier with the following results: the device was not returned in the original packaging. The suction tubes show signs of saline residue and the suction tube had impact marks. Also, there is tissue debris visible in the tip suction port. Finally, no visible damage on shaft, handle, and cable. The electrical test was performed, and the electrode passed all the parameters. During the functional test, the flow rate failed. The suction failure was further investigated by subjecting the device to both a positive and negative pressure while also being activated. The combination of these tests were unsuccessful in clearing the blockage, which was found to be a buildup of tissue debris at the distal end of the shaft. A DHR review has been performed for the complaint device lot number u2010126; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the investigation findings and ra review no correction action has been implemented. The claim was substantiated with the device unable to achieve the minimum flow specification. The flow restriction was found to be caused by a buildup of tissue debris in the suction path at the distal end. From our investigation we were able to confirm the customer report that the electrode suction did not function with the returned device. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4: the expiration date was reported as unknown on the initial report; and has been updated accordingly. This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is currently unavailable. To date the device has not been returned.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair procedure on (B)(6) 2021, it was observed that the vapr tripolar 90 suction electrode device was clogged and could not be unclogged. There was no surgical delay or patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.